Event description:
While testing a philips mrx cardiac monitor/defibrillator, model #m3538a, the cardiac monitor/defibrillator device would not power on. The defibrillator had a fully charged battery, and when the green power rotary switch was rotated, the device failed to power on. The rotary switch was rotated seven times, without any success. The device display screen finally powered on after the eighth try. It displayed a service message, and there was an x in the "ready for use" indicator status window as well as an audible churp. The device was removed from service and the MFR was notified. No pt was involved in this device testing. Dates of use: 2009. Diagnosis or reason for use: testing of medical device.